Manufacturer narrative:
Suspected root causes: from visual examination of the returned device, excessive force during insertion (or screw recovery) or a poorly engaged driver could account for the damage. From the details received, the mode of failure cannot be determined. However, excessive resistance to insertion is a likely cause.

Event description:
The customer reported that during acl reconstruction surgery, the screw was broken in the tibial channel. Soft tissue procedure, intended for tibial fixation. Another screw for graft fixation was successfully implanted. There were no adverse consequences and there was no surgical delay.